Manufacturer narrative:
The reported events of insulation damage and double leakage at the distal portion of the lead were confirmed. As received a complete lead was received in one piece. The leakage test found two cuts on the insulation consistent with procedural damage. The cause of the reported events was isolated to the procedural damage noted on the insulation. Visual examination did not find any other anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, prior to implanting the left ventricular lead, it was noted that there was a double leakage at the distal portion of the lead. The lead was replaced. The patient was in stable condition.